Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused their teeth to be worse than they were when they started. At check in patient marked true to pain, inflammation, sensitivity, jaw discomfort and chipped. This is a contraindicated patient for bonded retainer.